Event description:
It was reported to philips the internal paddle set was not working. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty internal paddle set. The fse ordered a replacement internal paddle set. When the replacement part is received, the fse will replace the part and place the device back in customer use.